Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was initially reported that a revision surgery was planned. Migration from the cochlea of channels 9-12 were suspected and the recipient reported pain when stimulated on these channels. Increased subjective sensitivity on high frequency sounds in daily life was also reported. Revision surgery took place on (B)(6) 2018. At least one electrode contact was outside of the cochlea. The array was re-inserted.

Manufacturer narrative:
Conclusion: based on the received information, it is reported that the active electrode migrated partly out of cochlea. The perceived pain was likely caused by electrical stimulation of the middle ear by the migrated channels. A revision surgery was carried out in order to re-insert the active electrode. After re-insertion response on the most basal channel was still questionable, but reportedly the recipient was happy with the sound quality.

Event description:
Recipient reported increased subjective sensitivity on high frequency sounds in daily life. Extrusion of channels 9-12 were suspected and recipient reported pain when stimulated on these channels (single channel stimulation). Revision surgery took place (B)(6) 2018. At least one electrode contact was outside of the cochlea. Fibrous tissue had to be removed. The electrode could be moved and pushed into the cochlea further, but it came out immediately after manipulation. The array was inserted as much as possible and fixed with a fixation clip. Per new information received, recipient is happy with the sound quality again.